Event description:
It was reported that this right atrial (ra) lead was explanted due to superior vena cava occlusion. There was no lead replacement. No additional adverse patient effects were reported.